Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7076724.

Event description:
It was reported that patient had a suspected allergic reaction from the device. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will not be returned.